Event description:
Account ran controls on suspect system and within range. Tested pt on suspect device and inr=6.2. Immediately sent to laboratory and inr=3.8. No treatment given to pt based on suspect meter result.